Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the cheek with 1 ml of juvéderm® voluma¿ xc. The patient developed ¿delayed onset nodules¿ that month. The patient was treated with prednisone and augmentin 25 days post-injection. During follow-up 69 days later, the healthcare professional noted ¿unilateral swelling¿ in the left cheek and identified ¿abscess¿ after an incision and drainage aspiration was performed. Symptoms are ongoing.